Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for congestive heart failure (chf) and being inappropriately shocked by the implantable cardioverter defibrillator (ICD) for a supraventricular tachycardia (svt) arrhythmia detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device could not collect a wavelet sample to prevent inappropriate detection which was further hindered by diminished sensing on the right ventricular (rv) lead. The physician elected to monitor the patient overnight and collect the wavelet sample the next day. The device was reprogrammed with new wavelet samples and the issue was resolved. The device and lead remains in use. No further patient complications have been reported as a result of this event.